Event description:
As reported by an edwards affiliate, during a transfemoral tavr procedure with a 20mm sapien 3 ultra resilia valve, a cut down technique was done, and then the esheath+ was inserted. During advancement of the commander delivery system through the esheath+, resistance and a difficult angle were encountered, resulting in kinking of the delivery system. During further manipulation, the esheath+ moved out of the access site and required reinsertion. An aortic dissection occurred, involving the ascending aorta and the aortic arch. As a result, an hemiarch replacement was performed. The aortic dissection was related to repeated advancement and withdrawal of the sheath in the setting of a vulnerable aortic wall. Postoperatively, the patient required veno arterial ECMO support for improving cardiac function, and patient was transferred to the iccu for hemodynamic monitoring.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Aortic dissection or rupture may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native or failing valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although the exact cause and source of the aortic dissection cannot be determined, it is possible the mechanisms of the tavr procedure described above or patient factors not provided may have caused or contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Additional information added to b7, b5, b2, h1. Correction to h6. Investigation is still ongoing.

Event description:
Per additional information received, the patient passed away following withdrawal of ECMO support. The date of death is unknown.